Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard not returned).using a new lab transfer guard; performed pre-fill reservoir test, found leakage anomaly during filling. Also performed a visual inspection, performed a visual inspection and found a large crack at top of the reservoir.

Event description:
The customer reported via phone call that the insulin squirted out and reservoir had leak at past the o rings. The customer¿s blood glucose level was 168 mg/dl at the time of incident. The customer also stated that the self test was passed. Customer stated that leak occurred during priming. The customer stated that the insulin pump was exposed to moisture. The reservoir will be returned for analysis.